Event description:
Covidien received information stating that an 840 ventilator had a loss of communication error between the graphic user interface (gui) display and the breath delivery unit (bdu) while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference number: (B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed extended self-testing.